Event description:
It was reported that the patient received the eri message from the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system, causing the patients' symptoms, tremors, to return. The patient underwent a procedure in which the ipg was explanted and replaced with a new ipg. The physician suspected premature battery depletion; however, it was stated that the patient was a high energy user and may have contributed to the depletion of the device. The patient is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.